Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: due to a dent on the distal end, water tightness was lost; the adhesive on the distal sheath had a chip and was scratched; due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value; and the video cable had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that the endoeye flex 3d deflectable videoscope presented with air and water leakages. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the adhesive on the objective lens was peeling. This report is to capture the reportable malfunction of the adhesive on the objective lens, which was noted to be peeling at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the event was caused by stress of repeated use, external factors, or handling of the device. The event can be detected/prevented by following the inspection method for the event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope¿ as below. "[Inspection of the endoscope] 6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities." Olympus will continue to monitor field performance for this device.